Event description:
Baxter reported, "leakage from the silicone tube of the transfer set." How long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.